Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of a separated extension line from the juncture hub was confirmed. The customer returned one double lumen PICC catheter with injection cap for investigation. The returned catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears used. Biological material is present within the juncture hub and the distal tip of the catheter has been cut. The proximal extension line is separated at the juncture hub. The separated piece was not returned. Microscopic examination of the juncture hub revealed that a piece of the missing extension line remains in the juncture hub and appears to remain connected to the catheter. The extension line appears to have been torn. No other defects or anomalies were observed. A device history record review was performed did not reveal any manufacturing related issues. Therefore, based upon the information provided and the sample received, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the teleflex clinical education manager was at the hospital providing education when the charge nurse stated they may need to place a new PICC into a particular patient because one of the lumens was missing. The teleflex clinical education manager spoke with the nurse caring for the patient and was told the night shift nurse on the oncology floor found the extension line had separated from the patient's catheter and was on the bed sheets. She left the catheter in place. It was suggested by the clinical education manager that they pull the line asap because there was no way to clamp off the catheter. The nurse removed the catheter and replaced the line at a new location. There was no patient death or complications reported. The lead nurse of the unit stated this patient is in a confused mental state due to his brain tumor and is a known "picker" and "fidgeter". She feels this is not a product issue. The patient was scheduled to receive a port for further treatment.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of one extension line was found separated from the catheter could not be confirmed since a sample was not returned. However, the customer reported that this incident was not related to the product but was the result of patient's interference. This patient is to be constantly monitored and no one was in the room when this occurred. A device history record review did not reveal any manufacturing related issues. Therefore, operational context caused or contributed to this complaint. No further action will be taken.